Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/26/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. Share data log was reviewed and there was no data available. Bin data file was reviewed and there were no fatal errors in the log. The reported customer complaint was not confirmed. The root cause could not be determined.